Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A replacement da card was shipped to the customer; however, after multiple good faith efforts (gfe) were performed for further details, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The final disposition of the device could not be determined. This record is subject to reopening and supplemental submission should additional information becomes available.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator displayed a "pb autozero of the internal pressure sensor" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician noted that the v60 ventilator displayed a "pb autozero of the internal pressure sensor" error code, while in normal ventilation mode. The technician also reported that the pressure accuracy was out of range, as the machine zero offset is between 1 and -1.5, but the value was 1.52. Troubleshooting was performed, and it was reported that the message did not reappear after another try. The service engineer (se) recommended checking the positioning of the data acquisition (da) card and checking the proximal and machine tubing. The se also recommended replacing the da card. A quote was provided to the customer. Investigation ongoing / resolution pending a review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been/will be submitted per regulations.

Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).